Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding a patient. It was reported that the patient was scheduled for replacement of the spinal cord stimulation battery on (B)(6) 2017 due to battery failure which caused the implantable neurostimulator to no longer work and stimulation to stop. No additional complications were reported or anticipated.

Event description:
Additional information received from the patient clarified that the stimulation stopped the night of (B)(6) 2017 or the morning of (B)(6) 2017. The patient needed the therapy and they were told by their healthcare professional (hcp) to coordinate a meeting with the manufacturer¿s representative to check the device status. Additional information received from the hcp on the same date reported that the patient was ¿having problems with their device¿ and it was unknown if it was the battery as the patient had the device since 2003. The hcp was directed to contact the manufacturer¿s representative to see the patient in the office (and not at their home) as it was a prescriptive device that required doctor¿s orders. The hcp was not happy with that recommendation and ¿never encountered this situation¿.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations and postlaminectomy pain. It was reported that the stimulator stopped working, there was a loss of stimulation, and they stopped feeling stimulation without any reported falls or traumas. The patient had not made any recent programming changes. The implantable neurostimulator (ins) had been in service since (B)(6) 2003. Therefore, the patient was redirected to their health care professional (hcp) for the ins depletion status and loss of stimulation. An appointment was scheduled for (B)(6) 2017 but the patient indicated that they would call their hcp sooner. This event started on (B)(6) 2017. The patient mentioned that they had spinal degeneration issues and other health issues that were unrelated to the implanted system. It was reported that the patient thought the implantable neurostimulator (ins) migrated towards their spine from their right hip. It was almost on top of the patient¿s spine according to the report. It was reported that this was a gradual movement and that it did not move much. Conflicting information was received from the caller at the end of the call that they were unsure if the ins had actually moved which was different than the original allegation. There were no symptoms reported. The event date was asked but unknown.

Event description:
Additional information was received. It was reported that the patient's ins was explanted and would not be returned for analysis. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.